Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was locate in the severely calcified and severely tortuous distal left circumflex (lcx) artery. A 2.75x20mm promus element plus stent was used to treat the target lesion but it was unable to cross the lesion. It was noted that the stent got slightly flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.